Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The device was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation, the reported endoscopic image loss of the subject device was not duplicated. The evaluation confirmed following; - there were no irregularities in the electric resistance value of the circuit board and solder condition within the video connector. - there was no abnormality of the endoscopic image of the subject device, even while the cable within the video connector was twisted. - there was no kink and no disconnection of the cable of the image unit (ccd) within the bending section and the video connector. Since the reported phenomenon could not be duplicated, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has been returned to omsc and under evaluation. The device had been sterilized by autoclaving. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during an unspecified therapeutic procedure. The procedure was completed using similar but another device. Other detailed information was not provided. There was no report of patient injury.